Manufacturer narrative:
Visual analysis: visual analysis of the returned device identified fold creases and cloudy. A weight test of the device was verified and the device was within specification. Bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported the events of ¿grade 3 capsular contracture¿, ¿swelling in the left breast¿, ¿a lot of itching¿, ¿scar tissue under the breast¿, ¿a lump in armpit and underneath breasts; the lump involves lymph nodes, they've swelled up¿, ¿falling into a depression with everything that's going on¿, ¿brain fog¿, ¿spots all over her back¿, ¿body doesn't feel right at all since having the implants in¿ this is related to the left side. Device was explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: g.3.

Event description:
Patient reported the events of ¿grade 3 capsular contracture¿, ¿swelling in the left breast¿, ¿a lot of itching¿, ¿scar tissue under the breast¿, ¿a lump in armpit and underneath breasts; the lump involves lymph nodes, they've swelled up¿, ¿falling into a depression with everything that's going on¿, ¿brain fog¿, ¿spots all over her back¿, ¿body doesn't feel right at all since having the implants in¿ this is related to the left side. Device remains implanted.

Event description:
Patient reported the events of ¿grade 3 capsular contracture¿, ¿swelling in the left breast¿, ¿a lot of itching¿, ¿scar tissue under the breast¿, ¿a lump in armpit and underneath breasts; the lump involves lymph nodes, they've swelled up¿, ¿falling into a depression with everything that's going on¿, ¿brain fog¿, ¿spots all over her back¿, ¿body doesn't feel right at all since having the implants in¿ this is related to the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device photo analysis: visual analysis of the photographs a device an encapsulated device, has pink colored biological tissue, red particles on the surface of the device, labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and lymphadenopathy.

Event description:
Patient reported the events of ¿grade 3 capsular contracture¿, ¿swelling in the left breast¿, ¿a lot of itching¿, ¿scar tissue under the breast¿, ¿a lump in armpit and underneath breasts; the lump involves lymph nodes, they've swelled up¿, ¿falling into a depression with everything that's going on¿, ¿brain fog¿, ¿spots all over her back¿, ¿body doesn't feel right at all since having the implants in¿ this is related to the left side. Device remains implanted.